Event description:
It was reported that the subject flow diverter stent system fell into the aneurysm due to moving back of the catheter position during the subject stent deployment. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Information provided by the customer indicated "the first one became unusable because the entire flow diverter system fell into the aneurysm due to moving back of the catheter position during deployment. The whole flow diverter system and the microcatheter were removed and were replaced." Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The patient¿s anatomy was reported to be severely tortuous which may have contributed to the reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported event ¿stent dislodged/migrated¿. An assignable cause of undeterminable will be assigned to the reported events 'stent dislodged/migrated¿, and 'device interaction with another device' as a review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
It was reported that the subject flow diverter stent system fell into the aneurysm due to moving back of the catheter position during the subject stent deployment. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 1 of 2 reports (1st MDR). The device is not available to the manufacturer.